Event description:
It was reported that a patient sustained hypopigmentation to the cheek following ipl treatment with a lumenis quantum laser. It was further reported the patient was prescribed biafine as medical intervention.

Manufacturer narrative:
A review of product records confirmed that no device malfunction was reported or observed at the time the event was reported to have occurred, therefore, no examination of the subject device occurred. A review of the reported event details by a lumenis medical subject matter expert concluded that insufficient information was provided to determine a root cause. Reasonable attempts were made to obtain further information, however, none was provided.